Event description:
It was reported that during set up for a total knee arthroplasty surgical procedure for knee osteoarthritis, it was observed that the robotic assisted saw interface device (sasi) right had poor lever movement which made the saw interface and saw attachment somewhat difficult along with a robotic assisted saw interface left. During an in-house engineering evaluation, it was determined that the device had undesired movement or play between the sasi clamp and sasi body. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d11: concomitant med products and therapy dates: robotic assisted saw interface left, 9/17/2024. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed signs of usage on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed using a saw wing fixture as a j&j medtech orthopaedics sample. Functional test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. However, after continuous articulating movements, with and without the fixture, the sasi lever clamp became increasingly stiff and was unable to open and close as intended. The observed undesirable mechanical play between the saw clamp and the sasi body is a known product issue addressed through the j&j medtech orthopedic quality management system. Galling is suspected to have internally occurred between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the sasi is difficult to both assemble and disassemble with the matting component. Per the instruction for use, all moving parts must be thoroughly cleaned and lubricated after each use to avoid buildup of debris within the articulating components of the device. It is suspected that proper lubrication/cleaning was not performed with the device. There is no indication that a design or manufacturing issue has caused the complaint condition. The connection issues with the saw handpiece, is a known product issue is being addressed through a CAPA. The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to the complained device issue.¿ based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality management system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.